Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed, severely calcified, target lesion was in the severely tortuous, unprotected left main trunk (lmt) through the proximal left circumflex (lcx) arteries. The lesion was predilated with a 2.0mm non-bsc balloon catheter. A 3.5x32mm taxus express2 drug eluting stent (des) was implanted in the lmt through the proximal lcx. The 3.5x32mm taxus express2 des was considered to be well positioned and well apposed. The physician attempted to implant a 3.0x12mm taxus express2 distal to the 3.5x32mm taxus express2 des but the 3.0x12mm taxus express2 des was unable to cross the previously implanted taxus express2 des and the stent dislodged. The physician was able to implant the dislodged stent inside the 3.5x32mm taxus express2 des using the stent delivery system of the dislodged stent. The dislodged stent was postdilated with a 4.0mm non-bsc balloon catheter. The procedure was completed with another 3.0x12mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.